Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hypothermia patient was cooling to 33c on the arctic sun device ((B)(4)) without issue until the patient returned from the CT (computer tomography) scan. The device was sounding alert 02 (low flow), so they changed to a second device ((B)(4)) and they were also getting alert 02 (low flow). Four large arctic gel pads in place. The device was also not getting a temperature displayed with a rectal or bladder probe. The temperature probe was in temperature port 2. Mss asked the user to reposition the cable into temperature port 1. The patient temperature was 34.5c and water temperature was 16.3c. The arctic sun device was restarted, and the device showed that it was priming pads and then it shut off. The pads were disconnected and reconnected pads without resolve, and therapy was restarted. The device started to prime and shut off. System diagnostics showed that inlet pressure was -0.7psi and the circulation pump command was 100 percent. Mss recommended to change the arctic gel pads as most likely the pads were damaged during the CT (computer tomography) or transport.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "adhesion gaps in film bond due to temp controller set too low or failed". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the hypothermia patient was cooling to 33c on the arctic sun device (dycwy535) without issue until the patient returned from the CT (computer tomography) scan. The device was sounding alert 02 (low flow), so they changed to a second device (dycwy528) and they were also getting alert 02 (low flow). Four large arctic gel pads in place. The device was also not getting a temperature displayed with a rectal or bladder probe. The temperature probe was in temperature port 2. Mss asked the user to reposition the cable into temperature port 1. The patient temperature was 34.5c and water temperature was 16.3c. The arctic sun device was restarted, and the device showed that it was priming pads and then it shut off. The pads were disconnected and reconnected pads without resolve, and therapy was restarted. The device started to prime and shut off. System diagnostics showed that inlet pressure was -0.7psi and the circulation pump command was 100 percent. Mss recommended to change the arctic gel pads as most likely the pads were damaged during the CT (computer tomography) or transport.